Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: one device was received for analysis. The service history review found no evidence of an issue related to the reported complaint. Verification testing and visual inspection were performed, and no error code was duplicated during power on testing and motor test. However, the error code 42221 was verified and confirmed in event history log review. The main printed circuit board (pcb) was suspected to be the root cause of the problem. The pcb was replaced, and the device thereafter passed all functional testing.

Event description:
It was reported that the device exhibited error: 42221. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported issue. Functional testing did not duplicate the reported issue. It was suspected that the main printed circuit board (pcb) was faulty, so the pcb was replaced to resolve the error.